Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that in the hemodynamic department the physician inserted the intra-aortic balloon (iab). The pump showed an alarm message of helium leakage when the driveline and catheter were connected to the datascope intra-aortic balloon pump. The leakage emerged at the connection of the driveline and the helium outlet. The physician found the problem and replaced the catheter successfully. There was a delay of 4 hours noted with no patient death, injuries, or complications. Add'l info received from the distribution mgr on (B)(4) 2010 stated "the catheter was replaced by a datascope catheter that worked properly. The pt was in bad condition and unstable, it took 4 hours for the physician to stabilize the pt. The first catheter was not removed during this time frame, the pump constantly communicated the alarm message. The pt survived and she is recovering.